Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006; 694765 lead, implanted: (B)(6) 2010. In the future, a supplemental report will be issued.

Event description:
It was reported the left ventricular (lv) lead had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.